Event description:
It was reported that during an unknown procedure, solid tone with error code '5' when used in fifty minutes. Changed the second one to going on. The ¿min¿ button was out of work when used in thirty minutes. Changed the third one to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for solid tone with error code '5'. The device was tested with a test handpiece and generator. When the device was activated using max and min buttons an error code 5 was displayed. A probable cause of the device stop activating and display an error code 5 is blade damage. The device was disassembled but no anomalies that could affect the functionality of the hand activation buttons were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear.